Event description:
Reportedly, the instrument locked on the lung and could not be opened. The instrument had to be cut out and removed with part of the lung. As a result the surgeon performed a proximal cut with hand suturing of the bronchial tube, closer to the division of the main bronchial tube.